Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The end user called to report that the "tram" had been switched, the part of their monitor that connects to the cables they were interfacing. When she switched to a different tram, the pump interpreted all the information correctly and pumped correctly. She concedes that it was all an issue with their tram. This resolved the problem as a result, no cables were changed. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) began triggering inappropriately. The end users were interfacing the ECG and pressure signals down from the bedside monitor. The bedside monitor correctly recognized the heart rate as 85/min; however the pump read the ECG as a heart rate of 170 and as a result was double pumping at a rate of 170/min. When the customer changed the pump to pressure trigger, the pump still triggered at double the correct rate. When direct leads were applied the problem was resolved. There was no harm or injury to patient and no adverse event was reported.